Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized for seizures due to low blood glucose values. The patient's blood glucose at the time of incident was 29 mg/dl. She states that the significant event leading to her hospital admission was stress, and that her low blood glucose may have been caused by over correction. Customer was taken via rescue team for treatment. No products were returned, replaced, or shipped.